Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2014 under general anesthesia.according to the complainant, 10 seconds left into the ablation phase, the yellow fluid loss indicator shot up and a subsequent fluid loss alarm occurred. At this point, fluid was noted to be leaking from the cervix and into the vagina. The patient sustained second degree burns and was treated with silvadene cream and vitamin d. The procedure was not completed due to this event. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014 under general anesthesia. According to the complainant, 10 seconds left into the ablation phase, the yellow fluid loss indicator shot up and a subsequent fluid loss alarm occurred. At this point, fluid was noted to be leaking from the cervix and into the vagina. The physician pressed shutdown to flush with cool water. The patient sustained partial second degree burns to the vagina and the perineum/vulva and was treated with silvadene cream and vitamin d. The procedure was not completed due to this event. The patient was admitted for observation and treatment of the burns and was discharged on (B)(6) 2014. The patient was seen by the physician on (B)(6) 2014. At that time, it was noted that the burns had healed and the patient was doing well.